Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician placed the initial coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to deploy a ruby coil in the target vessel, the lantern backed up in the non-penumbra sheath and consequently, the ruby coil became tangled between the lantern and the sheath. Subsequently, the ruby coil unintentionally detached, with the left part of the ruby coil running down the left side of the gonadal vein. Therefore, the physician tried bringing a long sheath to the coil mass and push the rest of the ruby coil with a coil pusher and two balloons. However, the ruby coil became unraveled and remained in the patient's body. The procedure was ended at that point and there was no adverse effect to the patient.